Event description:
The devices were used for a laparoscopic lar. The first firing of the device, the staples were open. On the second firing the saline test demonstrated a leak. A colorectal surgeon was consulted and the procedure was converted to open.